Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in canada. Consumer reported the string on a tampon was too short. She noticed prior to use and did not use the tampon.